Event description:
It was reported that the patient had a history of ¿itb (intrathecal baclofen therapy catheter revision.¿ it was reported that the patient had a catheter revision 2012-(B)(6) due to scar tissue adhesion at the end of the catheter tip. The catheter was trimmed and reinserted. The specific vertebral placement was not available. The reporter said that ¿sometimes this happens in some patients.¿ it was noted that there was no granuloma present, ¿just some scar tissue impeding the flow of the catheter.¿ the device system was used to infuse lioresal. The patient experienced lack of effect and imaging showed the issue so they revised. There was no product saved for return.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).